Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the left and right siderail ucm cables have been pinched and the cooper wire is exposed on the right side cable. No injuries.